Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The stretch resistance wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned podj revealed that the sr wire was fractured. The introducer sheath friction lock has a small inner diameter (ID) than the rest of the sheath, which allows the sheath to seat properly on the pusher assembly mid-joint. The proximal end of the embolization coil has a larger outer diameter (od) than the introducer sheath friction lock. If the embolization coil is retracted through the introducer sheath friction lock, the embolization coil will likely fracture. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj's). During the procedure, the physician successfully deployed and detached a ruby coil and a podj in the target vessel using a non-penumbra microcatheter. The physician then experienced resistance and was unable to advance a podj within its introducer sheath and, therefore, the podj was removed. However, while retracting the podj through its introducer sheath, the podj broke. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.